Event description:
As reported, the balloon of a 3mm x 22cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during its initial inflation. As a result, a 3mm x 15mm non-cordis balloon catheter was used to complete the procedure. There was no reported injury to the patient. The balloon ruptured while attempting to dilate a chronic totally occluded (cto) atherosclerotic anterior tibial lesion. There was no tortuosity at the lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. The balloon was prepped with a 1:1 contrast to saline ratio. The device was able to be removed easily and remained in one piece during its removal. The device was not returned as expected.

Manufacturer narrative:
Correction made to section b5: the event description was updated to reflect that the device was not returned as expected. Complaint conclusion: as reported, the balloon of a 3mm x 22cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during its initial inflation. As a result, a 3mm x 15mm non-cordis balloon catheter was used to complete the procedure. There was no reported injury to the patient. The balloon ruptured while attempting to dilate a chronic totally occluded (cto) atherosclerotic anterior tibial lesion. There was no tortuosity at the lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. The balloon was prepped with a 1:1 contrast to saline ratio. The device was able to be removed easily and remained in one piece during its removal. The device was not returned for analysis. A product history record (phr) review of lot 82237915 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronically occluded lesion likely contributed to the reported event as it was stated ¿the balloon ruptured while attempting to dilate a chronic totally occluded (cto) atherosclerotic anterior tibial lesion¿. However, without the return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the balloon of a 3mm x 22cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during its initial inflation. As a result, a 3mm x 15mm non-cordis balloon catheter was used to complete the procedure. There was no reported injury to the patient. The balloon ruptured while attempting to dilate a chronic totally occluded (cto) atherosclerotic anterior tibial lesion. There was no tortuosity at the lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. The balloon was prepped with a 1:1 contrast to saline ratio. The device was able to be removed easily and remained in one piece during its removal. The device was not returned for analysis. A product history record (phr) review of lot 82237915 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronically occluded lesion likely contributed to the reported event as it was stated ¿the balloon ruptured while attempting to dilate a chronic totally occluded (cto) atherosclerotic anterior tibial lesion¿. However, without the return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 3mm x 22cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during its initial inflation. As a result, a 3mm x 15mm non-cordis balloon catheter was used to complete the procedure. There was no reported injury to the patient. The balloon ruptured while attempting to dilate a chronic totally occluded (cto) atherosclerotic anterior tibial lesion. There was no tortuosity at the lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. The balloon was prepped with a 1:1 contrast to saline ratio. The device was able to be removed easily and remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 3mm x 22cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during its initial inflation. As a result, a 3mm x 15mm non-cordis balloon catheter was used to complete the procedure. There was no reported injury to the patient. The balloon ruptured while attempting to dilate a chronic totally occluded (cto) atherosclerotic anterior tibial lesion. There was no tortuosity at the lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. The balloon was prepped with a 1:1 contrast to saline ratio. The device was able to be removed easily and remained in one piece during its removal. The device will be returned for evaluation.